Event description:
It was reported that during a case, as the dr was preparing to remove the pt from cardiopulmonary bypass, the oxygen flush valve on the narkomed 6000 anesthesia machine opened, resulting in uncontrolled delivery of oxygen. The machine was swapped out prior to removing the pt from cardiopulmonary bypass, and there was no pt injury reported.

Manufacturer narrative:
A draeger svc tech evaluated the device and was able to duplicate the reported symptom. The problem was isolated to the oxygen flush valve. The valve was replaced and performance tests performed. The device performed to specs. The replaced valve was discarded before it could be requested for further eval.